Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with the low reservoir alarm functioning properly. The pump was received with a cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, the act button does not work and the low reservoir alarm cannot be cleared. The customer's blood glucose reading was 50 to 300 mg/dl at the time of incident. Troubleshooting found that the low blood glucose was due to customer not counting their carbohydrates. Customer treated with food. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further troubleshooting was performed.